Event description:
The customer reported that during annual inspection of the endoscope cleaning room, bacteria was detected in the culture tests of the endoscope reprocessors on (B)(6) 2023. The colonovideoscope had been reprocessed using one of the endoscope reprocessors; however, it was unknown which of the customer's reprocessors was used. The scope was sampled after being stored in the storage room in front of the cleaning room. It was unknown how many scopes were inspected. There was no reported patient harm or impact due to this event. Reports are being submitted on the colonovideoscope and endoscope reprocessors that tested positive. See related patient identifiers: (B)(6).

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer did not have any concerns about the reprocessing process. Pre-cleaning was completed immediately after the procedure and involved aspiration of water through the instrument/suction channel with a suction pump. The air/water channel was flushed with the air/water channel cleaning adapter. Manual cleaning was done within an hour after the procedure and the scope passed a leak test. Endozyme detergent was used for manual cleaning. The instrument/suction channel, suction channel, and instrument channel port were brushed during manual cleaning. Manual disinfection was not done. An olympus oer-4 automatic endoscope reprocessor (aer) was used with endoquick as the detergent and acecide as the disinfectant. There were no defects with the aer. All channels were connected with tubes when setting up the aer, the concentration and expiration of the disinfectant was controlled, and the disinfectant met the minimum effective concentration, the water quality was controlled. The water filter was not replaced in accordance to the instruction for use (IFU). The scope was dried using a clean towel and then stored in a cabinet without drying function. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. Although the investigation determined there was a possibility that substances that cause growth of bacteria were adhered to the device through inadequate reprocessor or that the bacteria may have grown due to external contamination, a definitive root cause of the positive culture could not be identified since olympus did not conduct additional microbial testing and the device was not returned for evaluation. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.